Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) showed high impedance measurements from one of the implanted leads. The lead was tested with an analyzer and measurements were ok. The lead was reconnected, and again high impedance measurements was observed. The device was not used, and another device was implanted with good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.